Manufacturer narrative:
The customer¿s complaint that the extension set will not securely attach to an IV catheter could not be confirmed because the product was not returned for failure investigation. The root cause was not identified.

Event description:
The customer reported that during the initial IV start the extension set will not securely attach to an IV catheter. The customer reported 1-2 ml of blood loss during attachment.. There was no report of patient harm.